Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported increasing facial nerve stimulation while using his cochlear implant system over the last few years. Deactivation of multiple electrodes and lowering the current on several other electrodes relieved the facial nerve stimulation problem. The results of integrity test done in 2007 were consistent with normal receiver/stimulator function and multiple malfunctioning electrodes. No information on explantation/reimplantation surgery was provided.